Event description:
The customer reported the subject device was reprocessed in a preprocessor with a water filter that had not been replaced since 2020. There was no harm or user injury reported due to the event. The preprocessor was reported on the medwatch with patient identifier (B)(6).

Manufacturer narrative:
The suspect device was not sent to olympus for evaluation. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the reporter, and additional information based on the legal manufacturer's final investigation. Additional information was received from the reporter indicating that the scope was used on a patient after being incorrectly reprocessed, however, there were no infections reported in patients with whom the scope was used after incorrect reprocessing. The serial number of the subject device was unidentified; therefore, a device history record (DHR) review could not be conducted. The subject device was not returned to the manufacturer; therefore, the investigation was conducted by complaint information. Based on the results of the investigation, the incorrect or insufficient reprocessing method may have caused the event. This issue is addressed in the instructions for use (IFU): ¿replace the water filter periodically, at least once a month.¿ olympus will continue to monitor the field performance of this device.